Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result (B)(4). The following has been provided by the initial reporter: it was reported that customer tested negative at her doctor and took our test today and tested positive.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result eua2#(B)(4). The following has been provided by the initial reporter: it was reported that customer tested negative at her doctor and took our test today and tested positive.

Manufacturer narrative:
H6: investigation summary. This summarizes the investigation results regarding a complaint that alleges the ¿customer tested negative at her doctor and tested positive with¿ the bd veritor at home covid-19 test (material # 256094), batch number 1326012. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results.